Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
"Customer states they have seen a couple of instances, within about a 1 week time frame, where the blood pressure values were very high. When they saw this they used another nibp machine (welch allyn) and found that the actual blood pressure was in a normal range (about 120/80)."